Event description:
It was reported that during in-house engineering evaluation, it was observed that the modular handpiece device had an intermittent operation. It was initially noted by the reporter that the drill was not functioning properly, and the gears appeared to be slipping. The reporter indicated that the surgeon stated that since the device was not working properly, a different drill had to be opened to complete the surgery. There was no human patient involvement as the facility is a veterinary medical hospital, and therefore, the device is most likely used for veterinary purposes only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: check function of device in ¿on¿ mode check speed with tacho meter and power supply. During the service evaluation the following failures were identified: functional : intermittent operation visual : fluid ingress. Conclusion: failure reported is confirmed.